Event description:
It was reported that the customer awoke with a blood glucose level of 380 mg/dl. It appeared that the pump had reset unexpectedly during the night. The customer took an injection via insulin pen. About an hour later, the customer vomited and blood glucose level was noted to have gone down to 260 mg/dl . Later that day, the customer's blood glucose level was reported to have returned to normal.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.